Event description:
A report was received that the patient was experiencing uncomfortable stimulation and a jolting sensation in his right arm. The patient underwent a procedure and the physician chose to replace the lead. The physician believes that the lead moved anterior as the patient was getting motor stimulation. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg), model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm model # sc-3138-35, serial # (B)(4). Description: scs phiii extension 35cm. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.